Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 40 mg/dl; cause was not known. The customer received intravenous fluids; reportedly the customer could not recall the type of fluids were given, but at one point did receive insulin. The customer was discharged from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Clinical technical support (cts) advised the customer to consult with their healthcare provider to discuss factors that might be affecting their blood glucose levels, and the customer acknowledged this advice.